Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving morphine via an implanted pump. The patient's relevant medical history was noted to be that the patient had a high a1c. The indication for pump use was spinal pain. The patient reported that he was having issues with his current hcp (healthcare provider). Per the patient his hcp drained the pump 3-4 months ago and flushed it out with saline and now the hcp was refusing to remove the pump. Per the patient, the pump had moved 3 inches in front of his stomach and was now sideways. The patient stated that it was not implanted correctly and the hcp ¿just came up with excuse after excuse on not to remove the pump¿. The patient was calling for assistance with finding an hcp that would remove the pump.